Event description:
It was reported that the disposable tubing between the cassette line and the bag had disconnected, caused when the bag fell. There was no alarm and this occurred during dwell two of five, while the home patient (hp) was connected. The technical service representative (tsr) assisted the hp with ending the therapy. The tsr advised the hp to use manual supplies to finish the therapy or start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up report will be submitted.